Event description:
The following has been reported: biomed reported: "I have a lvp sn (B)(6) with a pump problem red alert with turned on. Attached are the logs. No patient accident was record" a preliminary review identified the following issue: mechanical hardware failure (air compressor) active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for mechanical hardware failure (air compressor). Upon return, the device started up with double red pump alarms and compressor was not functioning properly. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering pneumatic assembly and unit passed. Internal investigation found rear cover o ring not seated properly. Air compressor and rear cover o ring will be removed and replaced during repair process. No other damage found.